Event description:
A customer obtained lower than expected results for progesterone on one patient's sample. The result was reported out of the lab and questioned by the physician. Upon repeat higher results were obtained within a different clinical range. The customer stated it was possible that the patient received progesterone therapy as a result of this erroneous result. The customer did not have additional information.

Manufacturer narrative:
The specimen was collected at a (B)(4) clinic in a sst tube and centrifuged at 3,000 rpm for 5 minutes. The sample was then transported to (B)(4) labs and tested on the dxi 800 analyzer. The specimen was not aliquoted or re-centrifuged prior to analysis. Qc was within the customer's established ranges prior to the event. Customer did not question any other results or assays. A field service engineer (fse) was dispatched: the fse performed hardware verification. All verification testing met specifications. No hardware issues were noted. Per fse, the sample in question had a normal appearance; no visible fibrin, hemolysis or lipemia were noted. A definitive root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.